Event description:
It was reported that the pulse generator exhibited a noise reversion episode via a remote merlin.net transmission. No intervention was preformed. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.